Event description:
The company representative on behalf of customer reported, the colonovideoscope displayed an e117 (life of optical module) communication error. The issue was found during scope connection check as part of preparation for use for an unknown procedure. The procedure was completed with a similar device and there was no delay in procedure. The device was washed with kaigen endoscope washer. The device was returned and an evaluation revealed, the device displayed an e315 (no image) asymmetric scope connection error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation- "e117 communication error". Due to corrosion on endoscope connector, e315 (unsupported scope) error occurred. Due to a pinhole on universal cord, water tightness was lost. Scratches were found throughout the device. Light guide lens had a crack. Forceps elevator knob had discoloration. Up/down knob and scope connector was corroded. Universal cord was sticky. Light guide bundle was slipping down. Scope connector was dirty due to water leakage. Control unit had corrosion due to water leakage. Adhesive on bending section cover was chipped. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Control unit and objective lens had discoloration. Due to corrosion on scope connector, a noisy image occurred. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (no image) was due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.